Event description:
It was reported by the customer that a generic bd pyxis¿ es server did not cross the new orders to devices, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a generic bd pyxis¿ es server did not cross the new orders to devices, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system database synchronization was failed. A technical support specialist dialed into the server and station and then applied the truncate solution to tracing database to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.